Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling in a region 31cm to 44cm from the proximal end. The torque device was attached to the device in this region and further inspection noted the presence of the torque device brass collett markings on the guidewire. This is indicative that the torque device was dragged down this region due to the insufficient tightening of the torque device onto the device. Since the directions for use specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling, the cause is considered to be use related. It was observed that the nitinol tubing was separated 14.9cm from the distal end, the core wire was also noted to be separated. There was no evidence of stretching on the platinum coil. The device was kinked 13.4cm from the distal end and the nitinol tubing was partially separated after this kink. The device was found to be kinked in several places along its length. The device was also severely bent, which is indicative of excessive manipulation. From the condition of the notional tubing, core wire and the device it appeared that the device had been over torqued and then the separation occurred. Additional information received stated that no resistance was encountered prior to the issue, which is inconsistent with the investigation findings that show the device was manipulated against resistance. Therefore it was not possible to determine the possible cause of the broken tip.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure the tip of the device broke off. The physician was able to retrieve the tip with the microcatheter and remove it from the patient. There was no reported clinical consequence to the patient.

Event description:
During the procedure the tip of the device broke off. The physician was able to retrieve the tip with the microcatheter and remove it from the patient. There was no reported clinical consequence to the patient.